Event description:
The intellivue monitoring system has high and low heart rate alarms which can be changed by the clinician to as low as 15 bpm, and as high as 300 bpm even though the red alarm (red alarms cannot be turned off) has a limit of 40 bpm (in a grayed box that appears unable to be changed). Other boxes in the red alarm screen that can be changed have a white box and up/down arrows which explicitly means that these can be changed. When the high & low rate limits are changed in the hr limits screen, the default in the red alarms also changes and can go as low as 15 or as high as 300. When this concern is raised with philips, they indicate that there must be some clinical judgement in setting alarms. While I agree, there is the potential that alarms could be changed to extremely low or extremely high, and a pt could be harmed because an alarm did not sound.